Manufacturer narrative:
The customer did not return the pump to mmdg for evaluation, and mmdg has been unable to confirm the complaint. This report is being filed retrospectively because the error led to the patient needing to receive some nutrition at a medical facility.

Event description:
Customer stated that the pump had an error 10 message, and that they "cannot turn pump off/on"during a follow-up conversation, mmdg learned that this was the first time the caller had experienced an error 10 with the pump. Because the device could not be re-started, they were required to take their son to the local hospital's ER to receive a couple of feedings while waiting for a replacement pump.the caregiver claims no other medical care was provided while receiving the feedings in the ER, and reported no injury to the patient.(B)(4).